Event description:
It was reported that the lens was explanted due to scratching. The lens was fully inserted during the initial procedure and was later removed during a secondary surgery, replaced with a dib00 lens. The patient has fully recovered & satisfied and seeing well. No unplanned complications, such as incision enlargement, sutures, or vitrectomy were reported. No further information is available.

Manufacturer narrative:
Section a2,a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.